Event description:
The md achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. A sheathogram was performed and the arterial access was confirmed in the common femoral artery. It was noted that the site just below the sheath looked "hazy". It was reported that three devices were used. The first device was not deployed because the marker lumen clotted off. The second device was inserted and deployed. A needle cuff miss occurred. A third device was used and successful closure was achieved. Immediately post procedure the patient experienced right leg pain. The right leg was warm from the groin to the calf region but cool to touch from the calf to the foot. The patient's pulses were reported to be palpable. The patient was then transferred to their room. The next day it was reported that the patient's distal pulses in the right leg were no longer palpable. A femoral angiogram of the right leg via the left groin revealed an occlusion of the right common femoral artery with no distal blood flow. The md was able to advance a wire through the blockage and perform a balloon angioplasty and peripheral stenting of the common femoral artery. The vessel was opened successfully with good blood flow noted. Distal pulses were reported to be palpable. The md thought the occlusion might have been from a back wall stitch or thrombus. The patient was discharged within twenty-four hours. There is no report of further adverse patient sequelae.